Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 64 mg/dl. The patient reportedly had no symptoms suggestive of hypoglycemia other than the blood glucose level. The patient reportedly presented at the emergency room where they received intravenous fluids. Troubleshooting of the pump completed by animas customer support the basal delivery totals in the total daily dose did not match due to the customer making changes to the basal program, the prime menu was accessed and the cartridge was changed. Troubleshooting did not identify any pump malfunction and the patient was referred to their health care provider for diabetes management. This complaint is being reported because the patient¿s event is associated with a training/misuse issue in conjunction with diabetes management.